Event description:
It was reported that during a central liver resection procedure, the product would not fire and then jammed in the closed position when trying to test fire in the air. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was scrub tech ever able to open device after test fired? If so, how was device opened?